Manufacturer narrative:
The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the heart lung machine (hlm) displayed a 'battery exceeded its 2 year service life please call service' message. There was no blood loss nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per data log analysis, on (B)(6) 2020 the system was powered up and the user was notified that the battery life is exceeded. There is no indication of a central control monitor (ccm) date jump that could have triggered the message. There is no indication of a problem with the system in the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.